Manufacturer narrative:
Sample from the patient was requested for further investigation. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample from cobas e 801 module serial number (B)(4). The sample was retested on a centaur analyzer and submitted for investigation where it was tested on a cobas e 801 module. The customer reported out the results to a physician.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue most likely can be excluded. The differences of the ft3 values generated with the assays from roche diagnostics and siemens relate to differences of the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.